Manufacturer narrative:
The manufacturer previously reported that a trilogy 100 ventilator was returned to the manufacturer for service. There was no reported patient involvement. During the evaluation of the device at the manufacturer's service center, the device failed a low flow repair test. Additionally, it is noted by the technician that the blower assembly, overhead blower filter, inlet filter, and rubber feet were replaced. The outer enclosure required cleaning. The device evaluation was completed by the manufacturer service center, and the service technician notes that the root cause of the failed low flow repair test was due to the grey removable foam not being installed correctly. The service technician reinstalled the foam correctly and the device passed all testing. No further investigation is required.

Event description:
A trilogy 100 ventilator was returned to the manufacturer for service. There was no reported patient involvement. During the evaluation of the device at the manufacturer's service center, the device failed a low flow repair test. Additionally, it is noted by the technician that the blower assembly, overhead blower filter, inlet filter, and rubber feet were replaced. The outer enclosure required cleaning. The manufacturer's evaluation is still on going. A supplemental report will be submitted when the manufacturer's investigation is complete.